Event description:
The manufacturer received information alleging a service required alarm occurred when the device turned on regarding a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a philips service engineer and during the evaluation it was noted that an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician inspected the air path internally and found the in-line filters were clogged with debris. It was also confirmed that the device failed the internal positive and negative flow verification testing and determined it was caused by contamination in the machine flow sensor. In conclusion the machine flow sensor and proximal in-line filters need to be replaced to address the issue. The system does not meet the specification for the performed service and is not returned to use. The follow up repairs are required and are currently pending the customers approval. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a service required alarm occurred when the device turned on regarding a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a philips service engineer and during the evaluation it was noted that an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician inspected the air path internally and found the in-line filters were clogged with debris. It was also confirmed that the device failed the internal positive and negative flow verification testing and determined it was caused by contamination in the machine flow sensor. In conclusion the machine flow sensor and proximal in-line filters need to be replaced to address the issue. The system does not meet the specification for the performed service and is not returned to use. The follow up repairs are required and are currently pending the customers approval. If any additional information is received, a follow-up report will be filed. New information: during the evaluation it was noted that an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician inspected the air path internally and found the in-line filters were clogged with debris. It was also confirmed that the device failed the internal positive and negative flow verification testing and determined it was caused by contamination in the machine flow sensor. In conclusion the machine flow sensor, proximal in-line filters and pm kit were replaced to address the issue. Calibration of the fio2 sensor was performed. The device passed all performance test, and the system met the specification for the performed service and is returned to use. The reported failure of (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.